Event description:
It was reported to philips that the allura system image processing computer cannot start normally, which can impact imaging. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and re-plugged the card and memory on the main board which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and did not find any expose or save image issue and the system had only ippc boot up issue. The review of system log file identified issues with ippc. The fse have re-plugged the card and memory on the main board which resolved the ippc boot up issue. After which, the system was returned to good working order.